Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil removed from abdomen") and pelvic pain ("pain") in a 25-year-old female patient who had essure (batch no. C22914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression in 2009. Previously administered products included for prevent pregnancy: mirena iud from 2001 to 2011. Concomitant products included varenicline tartrate (chantix) since (B)(6) 2015 and venlafaxine since 2009. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and menorrhagia ("periods were excessively heavy / spotting"). In (B)(6) 2015, the patient experienced rash ("skin rash"), eczema ("flare up of eczema"), headache ("headaches") and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("extreme cramps"), the first episode of back pain ("lower back pain"), the second episode of back pain ("lower middle back pain") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils bilaterally) and surgery (laparoscopic bilateral salpingectomy with removal of essure coils bilaterally). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain lower, eczema, dysmenorrhoea, fatigue, allergy to metals, vaginal discharge, menorrhagia, the last episode of back pain and vulvovaginal pain outcome was unknown and the pelvic pain, rash, migraine and headache had resolved. The reporter considered abdominal pain lower, allergy to metals, device dislocation, dysmenorrhoea, eczema, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, vaginal discharge, vulvovaginal pain, the first episode of back pain and the second episode of back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2015. Lot number added. Concomitant medications added. Events flare up of eczema, dysmenorrhea (cramping), fatigue, migraines, headaches, nickel allergy, vaginal discharge, spotting, periods were excessively heavy, lower middle back pain, essure coil removed from abdomen and vaginal area pain added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil removed from abdomen") and pelvic pain ("pain") in a 25-year-old female patient who had essure (batch no. C22914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression in 2009. Previously administered products included for prevent pregnancy: mirena iud from 2001 to 2011. Concomitant products included varenicline tartrate (chantix) since 3-mar-2015 and venlafaxine since 2009. On (B)(6), 2015, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and menorrhagia ("periods were excessively heavy / spotting"). In (B)(6),2015, the patient experienced rash ("skin rash"), eczema ("flare up of eczema"), headache ("headaches") and allergy to metals ("nickel allergy"). In (B)(6), 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6), 2015, the patient experienced fatigue ("fatigue"). In (B)(6), 2016, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("extreme cramps"), the first episode of back pain ("lower back pain"), the second episode of back pain ("lower middle back pain") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils bilaterally) and surgery (laparoscopic bilateral salpingectomy with removal of essure coils bilaterally). Essure was removed on (B)(6), 2017. At the time of the report, the device dislocation, abdominal pain lower, eczema, dysmenorrhoea, fatigue, allergy to metals, vaginal discharge, menorrhagia, the last episode of back pain and vulvovaginal pain outcome was unknown and the pelvic pain, rash, migraine and headache had resolved. The reporter considered abdominal pain lower, allergy to metals, device dislocation, dysmenorrhoea, eczema, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, vaginal discharge, vulvovaginal pain, the first episode of back pain and the second episode of back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6), 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), abdominal pain lower ("extreme cramps") and back pain ("lower back pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, pelvic pain and rash to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.